Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, after prepping the device per instructions for use, a 7mm x 40mm x 50cm foxcross balloon dilatation catheter (bdc) was advanced via brachial access to a moderately calcified, concentric, de novo lesion in a moderately tortuous shunt located in the arm, without resistance. The foxcross balloon was inflated to 12 atmospheres (atm). While inflating the foxcross bdc a 2nd time, the balloon ruptured at 14 atm. The foxcross bdc was withdrawn from the anatomy without resistance and a 7.0-millimeter non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.